Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: exact date unknown/ not provided only (B)(6) 2019. Expiration date: unknown as product lot number was not provided. UDI #: UDI # is unknown as product lot number was not provided. If implanted; give date: n/a. Healon 5 is not an implantable device. If explanted; give date: n/a. Healon 5 is not an implantable device; therefore, not explanted. (B)(6). Device manufacture date: unknown. (B)(4). Device evaluation: a device evaluation could not be performed as the device was discarded by the surgery center. Manufacturing record evaluation: lot number is unknown therefore, a review of manufacturing records could not be performed. A search of complaints related to lot number cannot be performed since the lot number is unknown. Conclusion: since no sample was returned and lot number is unknown an investigation could not be performed and the reported complaint could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon operated a patient with floppy iris and tight pupil in mid-november. The surgeon tried to dilate using viscoelastic from eyespare, then dilated with healon 5. After the start of phacoemulsification, a white cloud immediately formed intraocularly after about 10 seconds. This caused a corneal burn and sutures were required. This led to a delay of 5 minutes but no patient injuries. Material was discarded and no additional information was provided.